Manufacturer narrative:
Info not provided at the time of initial report. Add'l info has been requested. Implanted approximately one year prior to revision. Eval has not been completed. No conclusions can be made at this time.

Event description:
Pt implanted with click 'x from l3 to s1 approximately one year ago presented with lower back pain and x-rays showed the screw at s1, right, had broken between the cortical thread and cancellous thread. The construct was removed and revised with iliac crest graft.